Manufacturer narrative:
Initial reporter addr 1:(B)(4). A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No product will be returned.

Event description:
It was reported that medication was found to be running slower than in the patient's previous visits, although the dose and volume were consistent. The clinician indicated that the pump was providing 8 drops per minute when it appeared by the staffs' calculations. It should have been 12 drops per minute. There was patient involvement but no harm.